Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that an obstruction to the distal tip of the sheath prevented proper deployment of the anchor, preventing the anchor form posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, unknown. A3b: gender: requested, not provided . A4: weight: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent transarterial chemoembolization (tace) surgery, after which the hemostasis was stopped using a sealer, and the anchor was positioned and released according to the operation procedure, but then the anchor was pull out with the device from the patient. The doctor then applied manual compression to stop the bleeding, causing pain in the patient's puncture site and toe. The vessel diameter was bigger than 4mm; angiography was performed before the use of the sealer; 6f common femoral sheath was used. The patient was stable after surgery. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 24dec2024: the anchor was pulled out when the device withdrawal, so the deployment failed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis, plaque, calcium present around the insertion site. The procedure was successful.